Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient facedinsulin flow block alarm event on 15-jul-2024. The blockage was located at the tubing. No further information available.